Event description:
It was reported to philips that the device had an abnormal noise of the turbine. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
Upon further investigation, there was no patient involvement. A noisy blower is not a reportable malfunction. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
G4:05may2021 b4:(B)(6) 2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty blower assembly. The fse replaced the blower assembly to resolve the reported issue. The device passed performance verification testing.